Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision due to bladder ulcer. A new device was implanted. There were no patient complication reported.

Manufacturer narrative:
B5: describe event or problem g1: MFR site address 1, MFR. Site city, MFR. Site state, MFR. Site zip.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to a physician suspected that the original aus was implanted at the bladder neck were the bladder ulcer occurred as a result of possible erosion or atrophy. A new device was implanted. There were no additional patient complications reported.

Manufacturer narrative:
G3 aware date corrected.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to a bladder ulcer. A new device was implanted. There were no patient complications reported.